Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. A system check was performed and the occlusion alarms were verified. After performing a supply change, the customer successfully resumed insulin deliveries. Customer's blood glucose level was 221 mg/dl.